Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the left ventricle lead exhibited failure to capture. The left ventricle lead was programmed off. On (B)(6) 2022, during surgery it was noted that the left ventricle lead was dislodged. The left ventricle lead was explanted and replaced. Patient was stable.